Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
An advance 35 lp low profile balloon catheter was used in an unspecified procedure. It was reported that, the balloon could not be fully inflated, only one third of the balloon would inflate. The balloon was removed and it was observed to be leaking from a pin hole in the balloon material. A new device was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. One used advance 35 lp low profile balloon catheter was returned for investigation. No damage was noted to the catheter shaft. A leak was detected in the balloon upon inflation. The balloon had a longitudinal rupture from the proximal end that was 1.3 centimeters (cm) in length. No non-conformities were noted with the proximal or distal bonds. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows one nonconforming events that could contribute to this failure mode. The product was rejected prior to proceeding with the work-order. A complaint history search revealed that there were no other reported complaints for this lot number. Per the IFU, "the balloon is manufactured from an extra-thinwall, high-strength, minimally-compliant material. Particular care should be taken in handling the balloon to prevent damage. Adhere to balloon inflation pressure parameters indicated in the compliance card insert. Do not exceed rated burst pressure. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been and monitoring will continue to be performed for similar complaints.